Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged dizziness and headache from a trilogy 100 device. There was no report of serious patient harm or injury. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated, particles in airpath was confirmed. No repair was performed. The unit will be scrapped.